Event description:
Caller reported that the indicated battery charge of their device dropped significantly in a short period, leading to an unexpected shutdown. There was no reported adverse impact to the customer's blood glucose level. Upon instruction from technical support, the caller plugged the pump into a working power source, which stabilized the battery. Technical support provided information to reset the pump and planned to replace it, ensuring no further complications arose.